Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging electric shock, bitter taste in the mouth, and that the pressure was too high. The allegation of electric shock was reviewed by a post market clinical expert and it was assessed as a non-serious, non-reportable injury. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.